Manufacturer narrative:
Model- pump 10722787, lot sn- (B)(4), mfg date- 09/16/2008, exp date- 08/21/2013. Model- cuff 72400166.

Event description:
It was reported that the patient experienced a replacement of all artificial urinary sphincter (aus) components due to unspecified reasons. A patient outcome was not reported. Further information has not yet been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a replacement of all artificial urinary sphincter (aus) components due to unspecified reasons. A patient outcome was not reported.

Manufacturer narrative:
The ams800 balloon was visually inspected and functionally tested. No leak was found. The balloon was rated at 61-70 cmh2o but tested at 58.8 cmh2o. The ams800 control pump and occlusive cuff were visually inspected and functionally tested. No leaks were found. They performed within specifications. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.